Event description:
The customer's blood glucose was tested at the lab and the result was 140 mg/dl. The customer then tested his blood glucose using his contour meter and received a reading of "lo". The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests during the call and the results fell within the normal control range. No product will be returned at this time. A replacement meter was sent to the customer.